Event description:
(B)(4). It was reported that stent edge aneurysm occurred. On (B)(6) 2010, the subject presented with left precordial chest pain associated with dyspnea on exertion. The subject was diagnosed with stable angina and cardiac catheterization was recommended. Target lesion #1 was a de novo lesion located in the mid left anterior descending artery (lad) with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation followed by placement of a 2.25 x 20 mm taxus® liberté® stent. Following post dilatation residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the proximal lad with 70% stenosis and was 3 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with direct stent placement using a 2.50 x 8 mm taxus® liberté® stent. Following post dilatation residual stenosis was 0%. One day post procedure, the subject was discharged on aspirin and prasugrel. On (B)(6) 2014, the subject presented with angina associated with diaphoresis and dyspnea. The subject had an abnormal stress test and was hospitalized on the same day. Cardiac catheterization was recommended. At the time of event, the subject was only taking aspirin. The study drug per protocol was last taken on (B)(6) 2013 and 'other' antiplatelet medication was never taken during the study. The subject underwent an intravascular ultrasound (ivus) procedure to assess the significance of the lad stenosis. Ivus revealed aneurysm noted at the edge of the 2.50 x 8 mm taxus liberte stent in proximal lad. Following removal of the non bsc ivus catheter, repeat angiography revealed dissection in the proximal vessel that was not flow limiting. The subject was subsequently referred for emergency cardiac surgery on the same day. The subject underwent coronary artery bypass graft (CABG) x 3 with left internal mammary artery (lima) to lad, saphenous vein graft (svg) to 1st diagonal and svg to right coronary artery (rca). Six days post revascularization, the event was considered resolved without residual effects and the subject was discharged on the same day on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).